Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of competitive atrial pacing (cap), automatic mode switch (ams) and fusion/ pseudo fusion. The ICD was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported event of mode switch and pacing outputs anomalies was not confirmed. The device was received at elective replacement level (eri), with normal outputs and telemetry communication. Visual inspection of the device and its connectors indicated normal device characteristics. Electrical and mechanical tests performed including lead impedance, sensing, and output verification did not identify any functional issues. The reported events could not be reproduced. Longevity assessment indicated an implant duration of 7.24 years, consistent with expected battery service life.